Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that right ventricular (rv) noise was observed which caused pacing inhibition and decreased the patient's heart rate to 30-40 beats per minute (bpm). A lead fracture or connection issue was suspected. No adverse patient effects were reported.